Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The device was not evaluated on site by a qualified technician because this event is associated with a user error, with no other performance issue. Based on the information received by the biomedical engineer, when the pre-blood pump (pbp) flow was prescribed a mistake was made. As per prismax operator¿s manual, the review step displays the prescription for final review and requires approval before proceeding to the connect patient step. So the operator has to view and confirm the prescription before connecting the patient and starting treatment. However, the user followed the prescribed pbp setting, which unfortunately was incorrect. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 2 hours of continuous renal replacement therapy (crrt) using a prismax machine, it was identified that the operator erroneously entered the pre-blood pump (pbp) flow rate of 180 ml/h instead of the intended 1800 ml/h. When the pre-blood pump (pbp) flow was prescribed a mistake was made. At an unknown time, during treatment, the patient had increased potassium level and metabolic acidosis which resulted in a cardiac arrest and subsequent death. The cause of death was unknown. It was not reported if an autopsy was performed. No additional information is available.